Manufacturer narrative:
The pump was received with a blank display due to moisture damage, followed by an unexpected constant audio tone due to moisture damage on the electronic assembly. The pump also had moisture damage on the motor, battery tube and vibrator assembly. No unexpected black display anomalies noted. The pump was received with minor scratches on the lcd window, a scratched reservoir tube window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose level is unknown. The customer stated that the blank display appears, and then counts down from 7 when inserting a new battery. The customer will be sent a replacement pump.